Manufacturer narrative:
The device was not returned. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a miscalibrated patient temperature. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to calibrate the arctic sun device and getting error message 2 (pre-warm inlet pressure error). Expected value -7 actual value -8.69. Transferred for assistance. Per follow up information received via mail on 23jul2024, it was reported that no patient incident reported, and no medical intervention required. Issue was started out as an error code 14 (patient temperature 1 out of range at high test temperature (40 °c). When further troubleshooting it was found that the device was past due for a preventive maintenance with more than 10,000 hours of use. Calibration failed several times with the same error code 2 (pre-warm inlet pressure error) displaying. Informed by tech support to send it in as a leak was present inside. Manifold was replaced to resolve issue but was unsuccessful.

Event description:
It was reported that while trying to calibrate the arctic sun device and getting error message 2 (pre-warm inlet pressure error). Expected value -7 actual value -8.69. Transferred for assistance. Per follow up information received via mail on 23jul2024, it was reported that no patient incident reported, and no medical intervention required. Issue was started out as an error code 14 (patient temperature 1 out of range at high test temperature (40 °c). When further troubleshooting it was found that the device was past due for a preventive maintenance with more than 10,000 hours of use. Calibration failed several times with the same error code 2(pre-warm inlet pressure error) displaying. Informed by tech support to send it in as a leak was present inside. Manifold was replaced to resolve issue but was unsuccessful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.